Event description:
The user facility reported that their vividimage d hd surgical display monitor was flickering. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage d hd surgical display and found that the power distribution board was not working properly. The technician adjusted the power distribution board, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.